Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was suspended without a cause. The mother reported changing the battery and the customer informed her that the insulin pump was suspended. It was also found a battery out limit alarm occurred on the insulin pump. It was found the alarm occurred after a battery change. Customer's blood glucose was 90 mg/dl. The customer's mother declined to return the insulin pump for analysis.